Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or perform bolus wizard complaint and history anomaly due to buttons not responding. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating button error and history anomaly on the insulin pump. The customer's blood glucose was unknown. The mother stated that the act button was hard to press. The mother mentioned that they had to press the button several times for it to work. The customer did not troubleshoot for carb ratios. The customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.